Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had died. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device which found that the drive shaft was broken which created excessive heat, noise and vibration. It was determined that the broken drive shaft was caused from excessive force during use. It was determined that the motor shut down due to the thermistor in the flex circuit. The assignable root cause was due to component damage caused by abuse/ misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.